Manufacturer narrative:
The event of broken foot, deemed not device related is considered an unexpected adverse drug experience. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported being injected with juvéderm¿ voluma¿ with lidocaine.the patient reported that they ¿broke their foot and had major surgery in few places and had been in the hospital¿ which deemed not device related. Symptoms status is unknown.